Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Note the following sensing counter values: lifetime vt episode counter: 3; lifetime fvt episode counter: 7; lifetime asystole episode counter: 975; lifetime brady episode counter: 11.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received false episodes within an hour after implant. It was difficult to determine whether it was related to cell phone, undersensing, or loss of contact in pocket. It was later reported that there were additional false episodes, oversensing and undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received false episodes within an hour after implant. It was difficult to determine whether it was related to cell phone, undersensing, or loss of contact in pocket. The device remains in use. No patient complications have been reported as a result of this event.